Manufacturer narrative:
The user facility reported that an odor remained in the small processing room for approximately 30 minutes. When the employee was removing the s40 container from the processing tray, a small amount of liquid dripped from the bottom and landed on her forearm. At the time of the reported event the employee was wearing short sleeve scrubs and gloves; the employee was not wearing eye protection. The operator manual states (pp.1-3), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures. A steris service technician arrived onsite and reviewed the cycle printout subject of the reported event. The cycle printout evidenced the cycle completed successfully. The system 1e processor was found to be operating properly; no issues noted. While onsite the steris technician reiterated the importance of wearing proper ppe.

Event description:
The user facility reported that after a completed cycle an employee experienced irritation when opening the lid to the system 1e processor. The employee removed the s40 container and a small drop of sterilant contacted her arm. The employee ran her arm under water. No further medical treatment was sought or administered. No procedural delays/cancellations were reported.